Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: broken shell, brown particles, fold creases, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identified the thickness within specification), broken shell with striated edge on posterior side assessed as surgical damage, a curved striated opening on posterior side assessed as surgical damage and nicks with striations assessed as surgical tool scratch like. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening : a curved striated opening assessed as surgical damage. Broken shell with striated edge assessed as surgical damage. Missing shell that is assessed as inconclusive.

Event description:
The doctor reported rupture of right implant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported rupture of right implant. The device has been explanted.